Manufacturer narrative:
Internal reference number:qn 202309674 (B)(4). Revoked asr exemption number e1997036 'report late due to asr to individual reporting transition'

Event description:
Implant failed dur to loss of osseointegration.